Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a proximal line failure. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) reported that the v60 has a proximal line failure. While troubleshooting, it was noticed that the average air was reading -1.6 slpm. The rse recommended replacing the flow sensor assembly. Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2022, (B)(6)2023 and (B)(6)2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00157. All information from the original report(s) has been transferred to this report.